Event description:
Laparoscopic appendectomy: "piece of plastic missing from trocar, found in patient's abdomen conclusion of laparoscopic appendectomy. Removed from patient abdomen prior to completion of procedure, patient was not harmed. (Device failed: broke, couldn't get to work or stopped working.)"

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.